Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of the tissue on a laparoscopic bariatric bypass, the stapler fired, but reload did not finish firing until the end. Another reload was used to complete the case. There was no patient injury.